Event description:
It was reported that "when the stapler was placed on the wound, the stapler jammed and did not release the stapler and it didn't grasp the edges of the wound at an equal distance - when the stapler was positioned correctly. When the device was being emptied, the jamming reoccurred 2-3 times. Increase of pain for the patient during procedure. Inefficient closing of the edge of the wound. Not efficient wound closure".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The trigger was not returned engaged. Evidence of use in the form of biological material was observed on the device. The stapler was returned with zero staples remaining in the cover block, indicating that every staple was fired by the customer. Because the stapler was returned with no staples remaining, functional inspection could not be performed. Device history record review investigation did not show issues related to complaint. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of misfire/jamming - staples not firing was not confirmed based upon the sample received. The stapler was returned with no staples remaining in the cover block. For this reason, functional testing could not be performed, and the reported complaint could not be confirmed. Device history record review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "when the stapler was placed on the wound, the stapler jammed and did not release the stapler and it didn't grasp the edges of the wound at an equal distance - when the stapler was positioned correctly. When the device was being emptied, the jamming reoccurred 2-3 times. Increase of pain for the patient during procedure. Inefficient closing of the edge of the wound. Not efficient wound closure".